Event description:
During preventative maintenance of the device, the user observed the arterial monitor was not displaying the pressure readings. The defective device was replaced. The arterial monitor provides timers and temperature and pressure monitoring displays. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.